Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that a silicone bulge occurs when someone is squeezing the IV bag or has the set connected to a pressure bag then as soon as the pressure was removed from the bag the bulge goes back down. Although requested, there was no other information received.

Event description:
The customer reported that a silicone bulge occurs when someone is squeezing the IV bag or has the set connected to a pressure bag then as soon as the pressure was removed from the bag the bulge goes back down. Although requested, there was no other information received.

Manufacturer narrative:
The customer complaint of silicone bulge was confirmed. Photo provided shows a bulge/ballooned in the silicone segment tubing p/n 12088541 near the lower portion of the lower fitment p/n tc10006063. The root cause for this event could not be determined.